Event description:
Reporter alleged discrepant blood glucose values of 355 mg/dl and 124 mg/dl on her compact system. No actions or treatment reported. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.